Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing a flashing yellow light on the recharger. Recharger not taking a charge. The issue started probably sunday evening. Patient said she usually charges the recharger for a couple days. The following troubleshooting steps were performed: the docking station has a green light and getting power. Patient takes the recharger out of the docking station press power button and green comes on flashes a second and then bottom then lights up yellow. When recharger is in docking station it flashes yellow. Patient has tried a different outlet. The issue was not resolved through troubleshooting. An email was sent to the repair department. Additional information was received from the patient. The patient reported they received replacement recharger however isn't sure if charged their implant. Patient said that after they charged up the replacement recharger, did see an orange light. Reviewed how to pair the new insr to the handset and recharger however it was determined that the pairing process wasn't completed. When asked, patient said didn't receive any written instructions with the replacement. In order to check ins battery level patient connected to the implant, received por message and then received the message that the implant battery is very low and needs to be recharged. Patient said that this is the same message that they received on sunday. The following troubleshooting steps were performed: with instruction, patient attempted to pair recharger app to recharger however was unsuccessful however at this time, patient stated that the battery lights are constantly scrolling up and down. The issue was not resolved through troubleshooting. An email was sent to the repair department. If assistance is needed with the pairing process, p atient to call after receives the replacement. Additional information received on 05/24/2024 stated that the patient stated they received their new recharger and would like assistance setting it up. Walked patient through pairing new recharger. Patient was able to connect recharger to handset and ins. Patient saw my battery 10%. Reviewed patient will need to turn therapy back on after charging ins. Patient will continue charging ins. The patient called back after charging the ins. Patient requested assistance turning therapy back on again. Agent reviewed programmer use. Patient encountered por message indicating therapy was off due to low ins battery. Reviewed how to clear the por and turn therapy back on again. Patient adjusted stimulation to a comfortable spot.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd:, UDI#: analysis of the (B)(4) (s/n: (B)(6)) found led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.